Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low p waves and oversensing was noted again on the right atrial lead. The lead was reprogrammed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and noise due to external artifact. Small p-waves were also observed. The lead remains in use. This patient is a participant in the product surveillance registry (prs) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.